Event description:
The customer's son reported via phone call being hospitalized due to high blood glucose levels. The customer's blood glucose was 436 mg/dl. The caller stated that the customer began having high blood glucose on the night prior to the event, leading the customer to treat with 4 boluses. Her blood glucose dropped down a bit, and she treated with another 6.4 units via manual injection. The customer complained of not feeling well and having chest pain, and her son called paramedics. He stated that the customer's blood glucose was high since the last set change. He stated that he thought the customer may have damaged the set during the change. She was wearing the insulin pump at the time of the 911 call. The caller stated that the customer was being transported to the hospital at the time of the call and would call back later to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.